Manufacturer narrative:
Integra has completed their internal investigation on 21 jul 2016. The product was not returned for evaluation. DHR review was completed for cusa excel handpiece c2602 serial number (B)(4); work order (B)(4) manufactured in (B)(4) to identify any recorded anomalies that could be associated to the complaint incident. Date of manufacture: aug-2010; no non-conformance reports were raised during the manufacturing process for this handpiece. A minimum of 12 months¿ review of cusa excel handpieces part number c2602 was completed in trackwise using the following key words ¿ultrasonic output issue¿ and a root cause ¿product not returned¿ in the search criteria. The key word search review contained all and/or part of the key words to complete a comprehensive trend review. This review encompassed dates 07-jun-2015 to 15-jul-2016. A total of (B)(4) complaints were reviewed of which (B)(4) complaints contained the search criteria. The analysis of the complaint investigations and root cause reports has concluded this complaint is the 4th identified cusa excel c2602 handpiece complaint for the reported failure that was not returned for evaluation. No further actions are deemed necessary. No review of non-conformance reports is deemed necessary as the root cause of the complaint incident was not determined due to product not returned. Further incidents of this nature will be monitored for recurrence and trending purposes. Conclusion: since the product was not returned for failure analysis investigation, no root cause can be established.

Event description:
This is the second of two reports (same patient, same hospital, same product problem, different product ID's). Linked to mfg report: 3006697299-2016-00140. A report was received that on (B)(6) 2016 the cusaexcel2 was being used along with the c2602 handpiece during a craniotomy for tumor removal case and when tested, the amplitude rose to 100% and then stalled. It was changed to c2600 handpiece and when tested, the amplitude rose to 100% rather immediately again and then it dropped to 70% and then stalled down to 10%. It was then stuck until the foot pedal was released and pressed again. At that point, the team pressed the foot pedal again and the tip would drop to 0% amplitude and stay stalled until foot pedal cycled and repeat failure. A different cusa console and handpiece were borrowed from another hospital for emergent usage to finish the case. The ils sales representative arrived at the same time as other cusa and was able to repeat the failure seen with both handpieces but not with loaner console. The patient was anesthetized and there was no report of patient injury or death alleged, however there was delay in surgery of 30 minutes to 1 hour due to the incident. Additional information is expected.